Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. Lead received with the helix was fully extended. Lead was stretched from original length 58cm to 66cm. Both conductors distorted and insulations was stretched/ pulled/ stretched/ overstress. Therefore, stylet stuck in it and couldn't be removed. The distal conductor distorted due to lead stretched prevents helix from retracting/ extending.

Event description:
It was reported that during the implant procedure, the helix was not retractable. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.